Event description:
The customer reported that the device failed the discharge test and failed calibration. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the discharge test and failed calibration. There was no pt involvement. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause.